Event description:
The customer reported the system displayed a canbus error and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired and then found to be operating as intended.